Manufacturer narrative:
The insulin pump had an unresponsive buttons due to flattened all buttons dome switch. No unlocked lcd keypad connector noted. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm or any alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a set change. He replaced the battery and successfully filled the tubing. However, the blood glucose did run high, to 452 mg/dl. The customer had treated with a bolus. He also reported that the act button was not fully responsive. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.